Event description:
An anesthesiologist states that he was diagnosed as suffering from a type I latex allergy as a result of exposure to the latex gloves that he has worn over the past 15 yrs. He reports having worn gloves made by various glove mfrs.